Event description:
Caller tested 2.1 inr on the coaguchek xs system while a comparison lab returned as 4.0 inr. The caller's coumadin dose was held based on the lab inr and he received 2 units of blood based on the hemoglobin result. No adverse event related to the device was reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.